Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
Patient reported capsular contracture baker iii ¿ IV. Healthcare professional later reported encapsulation. Healthcare professional later reported capsular contracture baker grade 4. This record is for the left side. Device has been explanted.

Event description:
Patient reported, capsular contracture baker iii - IV. Healthcare professional, later reported, encapsulation with capsular contracture, baker grade 4. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side capsular contracture baker grade iii/IV. The device remains implanted.